Event description:
Patient reported performing 2 blood glucose tests within 10 minutes, using the suspect device, with results of 120 mg/dl and "lo" (< 10 mg/dl). Patient indicated that no acton was taken based on the results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.